Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the custome. No onsite evaluation was requested by customer. Based on the information available and the testing conducted, the cause of the reported problem was cleared after customer performed operational check. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after performing operational check. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device had an ECG failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.